Event description:
It was reported that the cup broke and a revision surgery was planned for (B)(6) 2013. According to additional info received, a cls inlay, cls cup and a ceramic head (32/m) were explanted during this revision surgery.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not yet be performed. The cause for this specific event cannot be ascertained from the info provided. However there is no indication for a product failure. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).